Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The right ventricular (rv) lead was explanted and replaced. The replacement rv lead was attempted to be placed in the his bundle with no success due to fixation issues and dislodgements. The replacement rv lead was then implanted in the right ventricle and remains in use. No patient complications have been reported as a result of this event.